Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/10/2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The history showed multiple unexplained power interruptions on (B)(6) 2016 but no unusual voltage fluctuation were observed. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The pump cover was removed and there were no intermittent condition found to the printed circuit board (pcb). The investigation was unable to duplicate the initial ¿temperature¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The returned battery cap was undamaged and was able to fit to the pump. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring.